Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. It was confirmed that the hypotube and jacket were separated distal to the strain relief tubing. The fracture faces were ovaled as if kinked prior to separating. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a 95% re-stenosed lesion in the proximal to mid left anterior descending artery with moderate calcification. Pre-dilatation was performed and the 2.75 x 33 mm xience prime stent delivery system (sds) was advanced; however, the device could not cross the lesion and the shaft became kinked. The 2.75 x 28 mm xience v sds was then advanced, but could not cross the lesion and also kinked. Two additional xience v sds were used successfully to complete the procedure. There were no adverse patient effects. No additional information was provided. Additional information received reporting that the proximal shaft of the 2.75 x 33 mm xience prime separated during the procedure.